Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1600473 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When the device is activated the staples are not closing. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with the staples misaligned. The returned stapler appears to have been used as there is biological material present on the device. The stapler was returned with 34 staples left in the cartridge indicating that at least 1 staple has been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was unable to form properly. The trigger was engaged three more times with no staples firing. On the next attempt, another stapler was fired but it was unable to properly form. No more staples fired. The misalignment of the staples is preventing the staples from being able to properly form and is also preventing the remaining staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. Other remarks: a microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples do not close" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples that fired from forming correctly and the remaining staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. The stapler was returned with 34 staples left in the cartridge indicating that the stapler was returned with 34 staples left in the cartridge indicating that the stapler was fired at least 1 time by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
When the device is activated the staples are not closing. The patient's condition was reported as fine.